Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a change in stimulation and loss of therapeutic effect beginning one week ago after falling ¿multiple times¿ since surgery. It was stated that stimulation was now from the knee down, but stimulation was initially felt down the entire left leg. It was noted that the patient¿s device was reprogrammed so that stimulation was ¿able to cover tingling down left leg, excluding posterior side of left thigh.¿ the patient reportedly stated that ¿this was much better than when she came in.¿ it was stated that there were no alleged device issues. No diagnostic studies were performed. Additional information was received but not received at the time of the report.